Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. The boot vent hole was inspected and it was acceptable and went completely through the boot wall, as intended. There were two kinks in the shaft, 54.5cm and 75.5cm from the strain relief. The shaft was cut to check the kink 54.5cm from the strain relief for damage to the hypotube but there was no damage to the hypotube, just the shaft kink. The photos attached to the complaint device were reviewed and the shaft kinks in the photos matched up to the kinks in the returned device. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the shaft broke. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the right external iliac artery. During unpacking outside the patient, it was noticed the shaft was broken. The break occurred at the hypotube at kinked locations in the outer shaft at 55 and 80 cm from the hub. The procedure was completed with a different device. There were no patient complications and the patient's condition was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the shaft broke. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the right external iliac artery. During unpacking outside the patient, it was noticed the shaft was broken. The break occurred at the hypotube at kinked locations in the outer shaft at 55 and 80 cm from the hub. The procedure was completed with a different device. There were no patient complications and the patient's condition was stable.